Manufacturer narrative:
Initial reporter info received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the power cable for electromagnetic navigation was replaced. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported there were difficulties utilizing electromagnetic navigation during the procedure. It was suspected that the issue could have been caused by damage to the power and communication cable. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Additional information was received indicating that the power cable of the electromagnetic interface was loose and causing the reported issue. It was noted hat the cord was caught and physically strained as the unit was pulled and stretched. A second medtronic navigation system was brought into the operating room (or) to complete the procedure.